Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced pain at the implant site when pacing. The physician performed a pocket revision and moved the header down and tied down the leads. The ICD device remains in service. No additional adverse patient effects were reported.